Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the field service engineer that during the preventative inspection by the field service engineer on site, it was found that there was foreign material around the forceps elevator of the subject device due to the insufficient cleaning. The field service engineer informed the user of the problem and trained the user. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to any of olympus locations. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus europa se & co. Kg (oekg) and the similar past case, omsc surmised that the reported phenomenon was attributed to the insufficient cleaning around the forceps elevator of the subject device by the user. Olympus stated the appropriate reprocessing of tjf-160vr and the counter measures against abnormalities in the instruction manual of tjf-160vr.